Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer's blood glucose reading was 400 mg/dl, and the customer stated that she thought she made a mistake when entering her numbers into the insulin pump. The customer also suspected that there may have been an issue related to the infusion set insertion. The customer stated that she reverted to using an older insulin pump and found that the blood glucose lowered when she used the old device. Upon troubleshooting, the customer confirmed that the insulin pump passed the high pressure test. The customer was advised to change the entire infusion set, reservoir and insulin and to treat based on the doctor's instructions. The customer was advised that the insulin pump was working as designed and concluded that the infusion set had been inserted incorrectly. The customer's most recent blood glucose reading was 110 mg/dl.